Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc librelink application caused "data to arrive very late," and therefore the customer was unable to monitor glucose levels. As a result, the customer experienced symptoms of dizziness and hypoglycemia, requiring treatment of juice and unspecified pills from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The customer reported that the data uploads very slow. An investigation on the freestyle librelinkup complaint was performed and determined that there were no issues with the librelinkup application that would have led to the complaint. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
The customer reported that the adc librelink application caused "data to arrive very late," and therefore the customer was unable to monitor glucose levels. As a result, the customer experienced symptoms of dizziness and hypoglycemia, requiring treatment of juice and unspecified pills from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.